Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1882tc, competitor lead, (B)(6) 2014; 0185, competitor lead, (B)(6) 2006. (B)(4).

Event description:
It was reported that since the device changeout two months prior, there was high impedance on the right ventricular (rv) pace/sense (p/s) portion of the lead. During the revision, the rv p/s portion of the lead was noted as not being all the way into the device header. Sterile silicon lubricant was required and the lead pin was able to be advanced fully into the device header. The connection was tested and all the numbers looked good. The device remains in use. No patient complications have been reported as a result of this event.